Manufacturer narrative:
An event of residual shunt after placement of the device and explant was reported. Information from the field indicated that after the device implanted it popped out of the pvl. A returned device assessment could not be performed as the device was not returned for analysis. No additional information has been provided by the field. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Clinical information: crd_1008 - av-MDR, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 12mm amplatzer vascular plug ii was chosen for implant to plug a paravalvular leak (pvl). Prior to 12mm device implant, a 10mm amplatzer vascular plug ii (8372531) was successfully implanted in another nearby pvl. While attempting to implant the 12mm device (8368984), device deployment was successful. However, leakage was seen around the plug and after the device was in place, it popped out of the pvl. Afterwards, the device was explanted and a second 10mm amplatzer vascular plug ii (7810738) was successfully implanted. The patient was reported as stable.

Event description:
Clinical information: crd_1008 - av-MDR, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 12mm amplatzer vascular plug ii was chosen for implant. Prior to 12mm device implant, a 10mm amplatzer vascular plug ii (8372531) was successfully implanted. While attempting to implant the 12mm device (8368984), device deployment was successful, however, after the device was in place, it came out. Leakage was seen around the plug and considered clinically acceptable. Afterwards, a second 10mm amplatzer vascular plug ii (7810738) was successfully implanted. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.